Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed because the actuator knob was loose. It was reported that the clip delivery system (cds) was prepared per instructions for use. The clip was inverted, the clip was locked, the clip was closed to grasping arm angle, then closed to 20 degrees. The clip was then unlocked and an attempt was made to open to grasping arm angle; however, the clip could not be opened. It was noted that the actuator knob was loose. The device was not used and another device was prepared. A total of three clips were implanted reducing grade 4 degenerative mitral regurgitation to <1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported difficulty opening the clip. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found no similar incidents from this lot. Av conducted root cause analysis and determined the inability to open the clip was likely due to a loose release crimper. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.